Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands but was not meeting specification due to deformation at the distal end. Deformation was visible to the 1st, 2nd, 3rd and 4th distal stent wraps with struts raised and overlapping. Deformation was evident to the distal tip. The mandrel would not load through the guidewire lumen due to hardened blood in the guidewire lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a severely calcified lesion exhibiting 90% stenosis in the rca. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated using a 20mm x 12mm balloon. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the device failed to cross/position at the lesion. The procedure was completed using another medtronic stent. The patient is reported to be alive with no injury. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, meaning that the event was procedural related and not device related. Analysis has shown stent deformation.

Manufacturer narrative:
Correction: aware date for reg report 9612164-2018-03187 is the 19th december 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.